Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump screen was damaged. Customer blood glucose reading was unknown. Customer cannot read their screen. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd window. (B)(4).